Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after the patient had unexpected post-operative refraction. It was reported that the patient had underlying astigmatism that was not found pre-operatively. No problem associated with the iol, it was just the wrong power.

Manufacturer narrative:
Explant of intraocular lens. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens sample was inspected at 10x microscope magnification. Lens was cut in halve and had surface residuals adhered to both sides of optic body compatible with handling the lens in non-sterile environment. Also, both haptics are distorted. The lens cosmetic condition is consistent with a lens that has been implanted and explanted from the patient's eye. Manufacturing records were reviewed. The documents show that the production order was manufactured according to specifications no deviation or non-conformances (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.